Manufacturer narrative:
.

Event description:
It was reported that during implant, after anesthesia was administered, the patients blood pressure dropped significantly. As the physician continued to implant the lead, the initial sensing value was unacceptable and the lead was repositioned and connected to the device. At this time, the patient's pressure curve went flat and resuscitation was initiated. Echo revealed a cardiac tamponade. A pericardiocentesis was performed. The patient expired after additional resuscitation attempts. The physician stated that fluoroscopy and eeg showed no indication that the lead perforated in this position.